Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included abdominal pain lower and ovarian cyst. Previously administered products included for an unreported indication: seasonique. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008 for depression as well as ethinylestradiol;levonorgestrel (seasonique), nsaids since 2009, paracetamol (acetaminophen) since 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 1 year after insertion of essure. The patient was treated with surgery (endometrial ablation 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain and vaginal haemorrhage outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In the right tube 5 coils noted and on the left side 4 coils noted. 2008 essure procedure done (discrepancy noted) lot number: 628190 manufacturing date: 2008/09, expiration date: 2011/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included abdominal pain lower and ovarian cyst. Previously administered products included for an unreported indication: seasonique. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008 for depression as well as ethinylestradiol;levonorgestrel (seasonique), nsaids since 2009, paracetamol (acetaminophen) since 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 1 year after insertion of essure. The patient was treated with surgery (endometrial ablation 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain and vaginal haemorrhage outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In the right tube 5 coils noted and on the left side 4 coils noted. 2008 essure procedure done (discrepancy noted) lot number: 628190, manufacturing date: 2008/09, expiration date: 2011/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.